Manufacturer narrative:
It is unknown if the complained device was explanted during the planned revision surgery on (B)(6) 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation (orif) was performed to treat the femoral neck fractures. The patient once suffered from infantile paralysis, and was implanted with femoral neck system (fns) to the paralyzed side. The surgeon implanted the bolt and the antirotation screws, however, it seemed that these implants could not function properly due to patient¿s bone quality. The surgeon implanted a locking screw, and he confirmed fixedness. The surgery was completed without a delay. On (B)(6) 2018, it was found that both the neck bolt and the screw had been cut-out due to the bone head¿s inversion. Total hip arthroplasty (tha) revision surgery was planned to be performed on (B)(6) 2018. Surgeon commented that because of the paralysis, he applied osteosynthesis and preferred fns to other supplier¿s hip screw. Per surgeon patient¿s bone quality was not sustainable against the surgery and there was no defect involved with the implanted devices. Concomitant devices reported: unknown locking screw (part # unknown, lot # unknown, quantity unknown), plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) bolt for femoral neck system 75 mm length - sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: event or problem. Corrected data: complainant part is not expected to be returned for manufacturer review/ investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that during the original procedure on (B)(6) 2018, the surgeon suspected the patient¿s bone quality was too poor, but implanted the devices anyway. On (B)(6) 2018, the cut-out of the devices was noticed.